Manufacturer narrative:
E1.initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 tube's stopper came off. There was no health impact or consequences reported.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 tube's stopper came off. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd had not received any samples for investigation. A total of 10 retained samples were tested for stopper function and no defects were observed. None of the cap/stopper assemblies popped off, and no objective evidence suggested that the device caused the reported defect. Evaluation of the device history record (DHR) did not indicate any issues related to the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creep out/loose stoppers. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.